Event description:
It has been reported to philips that the azurion system wireless foot pedal has a problem. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the device was not in clinical use at the time of the reported event. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless footswitch does not work. Upon troubleshooting, fse found that wireless footswitch does not have led indication and when they try to match it with the base, it does not recognize it. Fse identified the cause due to faulty wireless footswitch. To resolve the issue fse replaced wireless footswitch and the base station. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.